Manufacturer narrative:
The technician found the trend engage switch was out of adjustment. He adjusted the trend engage switch and trendelenburg functioned properly.

Event description:
Information received indicates the bed will not go into trendelenburg.